Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing ref: 3009600098-2020-00018. After being discharged following an oct procedure, the patient developed acute on chronic renal failure. The patient had a prior history of moderate renal failure, but due to the contrast during the procedure and nsaid use, the patient was hospitalized for acute on chronic renal failure. The patient is recovering and is following up with a nephrologist.